Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The trigger was partially engaged. One fully formed staple and one partially formed staple (due to partially engaged trigger) were in the distal tip of the stapler. The stapler was received with 38 staples left in the device (including the formed staple stuck in the distal tip). Upon functional inspection, the formed staple stuck in the distal tip of the stapler was manually removed and multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first four staples were properly formed and released. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section h: additional manufacturer narrative (the reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received).

Event description:
Reported issue: the staple was jamming. A new set was used and there was no injury.

Event description:
Reported issue: the staple was jamming. A new set was used and there was no injury.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The trigger was partially engaged. One fully formed staple and one partially formed staple (due to partially engaged trigger) were in the distal tip of the stapler. The stapler was received with 38 staples left in the device (including the formed staple stuck in the distal tip). Upon functional inspection, the formed staple stuck in the distal tip of the stapler was manually removed and multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first four staples were properly formed and released. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staple was jamming. A new set was used and there was no injury.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was possible to be confirm the failure mode reported as misfire/jamming - staples not firing. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.